Event description:
Pt's spouse spontaneously called to report a malfunctioning ms3 pump sn # (B)(4). He stated that the pump was asking for a passcode and the current screen reads "program passcode 0." Error did not occur while pt was using the pump and currently has a functional ms3 pump. No interruption in therapy known. Malfunctioning pump will be replaced with a new one and a return box will be provided with this shipment. Pt did not use pump and switched to backup. Dose or amount: 41 ng/kg/min, frequency: continuous infusion, route: sq; from (B)(6) 2016 to current.